Event description:
It was found during pm that the wig wag had excessive play. The flip flop brake was sticking and did not release easily. The repairs were not reported by the customer. The system is fully operational and could be used with no safety issue to patients.

Manufacturer narrative:
The ge service rep replaced with wig wag bearing mount kit. The excessive play is now eliminated. He replaced the flip flop brake pad and the brake releases properly. The system was tested, and is operating as intended.